Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer ailed to close due to bad slide rails. A field service engineer replaced the rails to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer did not close, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.